Event description:
It was reported that cgm displayed malfunction message and customer contacted support. There was no reported impact to the customer¿s blood glucose level. Customer service guided caller through pump reset procedure, cgm error did not appear again after reset, and no additional actions were reported.